Event description:
Customer reported that she had to call the paramedics and was hospitalized due to high blood glucose of 500 mg/dl. Customer complained about having experienced diabetic ketoacidosis. Customer stated that she was not following sensor proper procedure and was wearing the sensor for 6 fays instead of 3 days. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-02620.